Event description:
Customer initially reported the item is too hard to open. Once clamped shut they are so tight they damage the tubing. On (B)(6) 2011, customer e-mail reports these clamps are primarily used for occluding tubing before being attached to the pt. Clamps are used to occlude the tubing when attaching heparin syringe to dialysis machine tubing. User found all clamps difficult to open, some would not open. Kink (groove impression) found in the tubing when clamped for less than one minute. Customer sees potential for harm of cutting the tubing because clamps have sharp edges. These forceps are also left at the bedsite to be used in case of emergency to clamp the tubing. Fortunately, there was no such emergency during the use of these clamps.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.